Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The expiratory channel printed circuit board pcb has been replaced to resolve the issue and sent back for investigation. Analysis of the provided logs confirmed the reported error at the date of reported event; the analysis also reveals other errors, all related to expiratory channel pcb malfunction. The returned pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. The ventilator passed another pre-use check after ventilation. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. It was not possible to reproduce the reported issue.

Event description:
Manufacturer's rf# (B)(4).